Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality control (qc) recovery for ferritin was in range in the first attempt, however when qc was repeated , it recovered low out of range. The customer recalibrated ferritin assay and reran qc, which were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a complete troubleshooting and discovered that there was bleach contamination in the lines. The cse replaced the bleach valves v66 & v67. The cse then performed daily cleaning and tested for residual bleach. There was no residual bleach. The customer performed qc, which were within range. The cse concluded that the leaking bleach valves were the cause of the contamination. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed ferritin results were obtained on multiple patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The customer discovered discordant results on (B)(6) samples after repeating samples on the same instrument and additional discordant results on 16 samples which were repeated on an alternate advia centaur instrument, all resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ferritin results.